Event description:
It was reported that during surgery, a piece of the cutting block chipped off when extracting the block after cutting femur. There was a delay reported of less than 30 minutes. A backup device was available to complete the procedure.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tabs on the sides of the extraction post fractured off of the device and were not returned. The device was manufactured in 2016 and exhibits signs of extensive wear/ usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.